Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional didn't report a complaint against the device. Later healthcare professional reported "rupture". This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ no complaint against the device: event is not applicable for analysis. As per the investigation procedure, creases and an opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional didn't report a complaint against the device. Later healthcare professional reported "rupture". Later healthcare professional reported "no complaint" and "no capsular contracture on the left side". Later healthcare professional reported "no complaint with the left implant, it was not ruptured when removed". This record is for left side. Device was explanted and replaced.